Manufacturer narrative:
Common name and product code = unavailable as the device lot number, rpn, and gpn are unknown. PMA/510(k) number = unavailable as the device lot number, rpn, and gpn are unknown. No code available (3191) for surgical intervention. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. (B)(4).

Event description:
Upon receipt of a medsun report it was disclosed, "upon positioning the device [gunther tulip filter] within the patient, it was noticed the filter was damaged/misshapen. The support legs of the filter were bent in an upward position. When this was noticed, the filter was unable to be removed. The filter was then deployed in the inferior vena cava. After this the doctor then retrieved this filter from a jugular approach. After the retrieval was successfully performed, another filter was placed into the inferior vena cava without difficulty." Initial reporter contact information, device product and lot numbers were not provided. Additional information regarding the procedure details, patient information including outcome of the procedure and imaging has not been provided. Although the report suggests the complaint device is available for return to the manufacturer for investigation, contact information has not been provided by the complainant; therefore, follow up is not possible. Should additional information be received, this report will be updated accordingly.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history and specifications was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the risk assessment, no further action is required. (B)(4).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.